Manufacturer narrative:
The field service engineer (fse) found the dilution baths were chipped at the bottom and replaced them. The vacuum nozzles were replaced. Calibration and qc were acceptable. The investigation determined the root cause of the event was the issue (chipped dilution baths) identified by the fse.

Manufacturer narrative:
The customer replaced the electrodes. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with na (sodium) and k (potassium) on a cobas 8000 ise 1800 module. The customer provided examples of three patient samples with discrepant results for na and three patient samples with discrepant results for k. It is unknown if the na and k results derive from the same samples. Sodium examples: the first sample initially resulted in a na value of 124 mmol/l and repeated as 142 mmol/l. The second sample initially resulted in a na value of 124 mmol/l and repeated as 139 mmol/l. The third sample initially resulted in a na value of 118 mmol/l and repeated as 140 mmol/l. Potassium examples: the first sample resulted in a potassium value of 3.3 mmol/l and repeated as 4.3 mmol/l. The second sample initially resulted in a potassium value of 3.3 and repeated as 4.2 mmol/l. The third sample initially resulted in a potassium value of 3.9 mmol/l and repeated as 5.1 mmol/l. Some results were reported outside of the laboratory and amended. The na and k electrode lot numbers and expiration dates were requested but not provided.